Manufacturer narrative:
Device code # 1059 relates to component code # 515. Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the ostium of the moderately tortuous, non-calcified proximal right coronary artery (rca). An unknown size (B)(4) stent was implanted. When crossing the stent with an unknown balloon, for post dilatation, slight resistance was encountered. The balloon was removed and angiography was performed. Angiography noted the proximal edge of the (B)(4) stent had shortened approximately 2mm. An unknown stent was implanted to complete the procedure. No patient complications were reported and the patient's status is good.